Manufacturer narrative:
The user facility submitted medwatch mw5108390 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of fentanyl with a spectrum iq pump the patient experienced a high heart rate (120-30's), coughing and tachypnea (30-60's). The nurse noticed that the bag of medication did not look like it had decreased in amount over the 8-hour shift. The fentanyl bag was unhooked from the patient and no drips were observed coming out of the line. The nurse performed a bolus to see if drips would come out and no drips were observed. The patient did not receive the fentanyl infusion for an unknown amount of time. The spectrum pump was changed, and drips were observed coming out of the line. After receiving the fentanyl, the patient was able to calm down. No additional information is available.

Manufacturer narrative:
Corrected additional information h10: this reported problem is potentially within scope of fa 2021-056: spectrum iq (v9) and v8 - device safety signal for non-delivery and undetected upstream occlusion. Baxter is communicating important safety information for spectrum v8 and spectrum iq infusion pumps related to potential reduced or non-delivery of medication, in some cases without alerting the user via pump alarm. This may occur as a result of incorrect administration set setup and/or incomplete resolution of upstream occlusion alarms when using spectrum v8 and spectrum iq infusion pumps. As described in the instructions for use (IFU), it is imperative to fully resolve any upstream occlusion before restarting the pump after an upstream occlusion alarm. Should additional relevant information become available, a supplemental report will be submitted.